Event description:
It was reported that the patient had their stimulator replaced.

Event description:
It was reported that the patient had a revision scheduled for (B)(6) 2004.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a coupling problem. The implantable neurostimulator recharger (insr) did not appear to be functioning appropriately and had an extremely slow charge rate problem. They used to get all boxes and 1-2 weeks prior, since 3 days after she got the implantable neurostimulator (ins) implanted, they could never get more than 2 boxes shaded, and on the notified date they were getting none. The patient would sometimes struggle for hours and it was very difficult to obtain the 2 segments. They were with a manufacturing representative and he was not able to connect either. He tried to recharge the ins, but the insr was not getting any bars. He used the patient programmer (pp) and it was communicating. The healthcare provider (hcp) looked at the implant and depth with the physician programmer and had no issues and everything appeared fine. The insr antenna was damaged and replaced, but it did not resolve the issue. The patient was using a belt and trying different positions, and noted there was still a little swelling present. It was confirmed that the ins was lying pretty flat and the patient could feel it. 4 days later it was recommended to the patient that she try using the antenna locate feature. At her first attempt she got 2 squares darkened at 66, second attempt she got 2 s quares darkened at 64, and the last attempt she got 0 squares darkened at 64. The day afterwards, the patient was wondering if the problem was with the charging unit itself. The patient wanted to know if her husband, an experienced electronics technician, could check the output voltage of the insr. She was frustrated and anxious to have the problem solved. It was noted that the zipper was broken on the carrying case for the 37751. No interventions or outcome were reported regarding this event. It was noted that the antenna was not returned. C500. On (B)(6) 2014 the patient was still having troubles recharging and their manufacturer representative was unable to successfully gather the recharging analysis. The patient had only been implanted for 3 months and was scheduled for replacement of the device. Information was omitted pertaining to insurance details.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown, lot# serial# unknown, product type: unknown. Product ID: 37791, lot# serial# unknown, product type: recharger. Product ID: 97754, serial# nku116751n, product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the patient was not trained and was unable to demonstrated effective recharging. The patient was noted to not be receiving effective therapy due to a dead battery. The device was replaced on (B)(6) 2014 and was doing well after the replacement.